Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address clicking and squeaking in the hip joint, as well as possible disassociation and/or incomplete seating of the liner. Poly wear was also reported.

Manufacturer narrative:
Update rec¿d 06/05/2014- patient's medical records were received. Records indicate upon revision metallosis and poly wear of the liner was found. Also noted, burnishing on the femoral head from articulation in the metal shell. The complaint was updated on: 06/25/2014. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address clicking and squeaking in the hip joint, as well as possible disassociation and/or incomplete seating of the liner. Poly wear was also reported. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 3 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended, possibly leading to a fracture of the material and subsequent disassociation of the liner from the cup. No demographics made available. No investigational inputs made available. A search of the complaints databases finds no other reports against the provided liner product and lot code combination, the search against the cup was not possible as it was not returned and details were not provided. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Review of patient x-rays was not possible as they were not provided. Positioning cannot be commented on. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.